Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. It should be noted that the powerturn instruction for use states: do not: push, auger, withdraw, or torque a guide wire that meets excessive resistance. The investigation determined the reported difficulties, patient effect and treatments to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the mid circumflex (cx). The power turn guide wire was advanced with no issues noted. The lesion was pre-dilated with a 2.5x12mm semi compliant balloon and a 2.5x18mm drug eluting stent (des) was implanted. During retraction, resistance was noted as the guide wire was trapped in the cx. The distal coils frayed (stretched) into the left anterior descending (lad) artery and left main (lm) and separated. An attempt was made to snare the separated portion; however this was unsuccessful. A stent was deployed, trapping the separated tip against the vessel wall in the lm. This issue reportedly caused a clinically significant delay. No additional information was provided.